Event description:
The patient experienced a loss of therapy effect. At first, he felt stimulation on the left side. He later felt no stimulation on the left body side. The device was unsuccessfully reprogrammed. When stimulation parameters were maximally increased, the patient still felt no stimulation. The patient was informed that a lead may not have been connected or had moved. The patient had not fallen or experienced other trauma. The patient had an appointment with his neurosurgeon. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).